Event description:
Event# 1 [redacted date]: after placement into the patient, the ivus catheter would not produce an image. The catheter was removed and replaced with no harm to the patient. Clinical site notified manufacturer rep directly. Lot# 0302880033. Event# 2 [redacted date]: there was no image on the ivus catheter after placement into the patient. The catheter was removed and replaced without incident or harm to the patient. Clinical site notified manufacturer rep directly. Lot# 0302858797. Event# 3 [redacted date]: the ivus catheter worked for one run and then stopped working. The catheter was removed and replaced with no harm to the patient. Clinical site notified manufacturer rep directly. Lot# 302858795. Event# 4 [redacted date]: no image from the ivus catheter after placement into the patient. The catheter was removed without incident or harm to the patient. Clinical site notified manufacturer rep directly. Lot# 0302772448, serial# [redacted number]. Event# 5 [redacted date]: there was no image from the ivus catheter during prep. There was no harm to the patient. Clinical site notified manufacturer rep directly. Lot# 0302764513. Event# 6 [redacted date]: there was no image on the ivus catheter after placement into the patient. The ivus catheter was removed and replaced without harm to the patient. Clinical site notified manufacturer rep directly. Lot# 0302764514. Event# 7 [redacted date]: there was no image on the ivus catheter during prep. The catheter was removed and replaced. No harm to the patient. Clinical site notified manufacturer rep directly. Lot# 0302778047. Event# 8 [redacted date]: the philips volcano refinity ivus catheter failed to display an image during prep. There was no harm to the patient - the catheter was removed. Clinical site notified manufacturer rep directly. Lot# 0302772448. Event# 9 [redacted date]: unable to display image during the prep of the volcano refinity ivus catheter. A second catheter was used with the same issue. Fyi - the philips volcano refinity ivus catheter has been placed on an extended backorder by the vendor. Clinical site notified manufacturer rep directly. Lots# 0302767774, 0302764515. Event# 10 [redacted date]: two refinity ivus catheters failed during prep - no image was visible on the screen. Neither catheter was used on the patient and the md used another type of ivus catheter. This is an ongoing issue that has been reported several times in the past month. Clinical site notified manufacturer rep directly. Lots# 0302764516, 03022764517. Event# 11 [redacted date]: during prep of the refininty ivus catheter, there was no image after connecting to the sled. The md chose to use a different type of ivus catheter. This is an ongoing issue. Clinical site notified manufacturer rep directly. Lot# 03022764517. Manufacturer response for ivus catheter, volcano refinity ivus catheter (per site reporter), clinical site notified manufacturer rep directly.